Event description:
Reportedly, during patient use, the display was frozen. Hospital staff performed force-quit, same malfunction again. No patient harm nor injury to the patient reported.

Manufacturer narrative:
(B)(4).